Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device history log was reviewed, and the customer's problem was confirmed. The cause of the problem was contamination which was found around the chassy. The mainboard and downstream occlusion (dso) sensor were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette is not attaching. There was unknown patient involvement and unknown harm/adverse event reported.